Event description:
It was reported that the pump was shattered and the touch screen became unresponsive. Customer¿s blood glucose was in the 200 mg/dl range. Reportedly, customer reverted to manual injections for insulin therapy.